Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was lost to follow up for at least two years. The patient presented to the emergency room due to extreme bradycardia with a heart rate in the 20's beats per minute (bpm). Upon device interrogation, a code 1003 was displayed. This code is indicative of depleted battery capacity. The patient received external pacing support and the tachycardia therapy was turned off as a result of the patient being in a do no resuscitate status. An invasive procedure was performed two days later to explant and replace the patient's device with a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.